Manufacturer narrative:
The insulin pump was received with blank display due to open trace on lcd driver on lcd board. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. With a lcd test board, all the buttons functioned properly and no strange noise noted during testing. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had a low blood glucose of 13 mg/dl and had to be revived by paramedics. Customer was treated with a glucagon pen and glucose IV. Paramedics advised that insulin pump was making a constant sound. Customer was not taken to the hospital. It was reported that insulin pump smelled like insulin. Caller reported that settings were changed by healthcare professional about one month prior to incident. It was also reported that customer had an MRI in february, but insulin pump was placed in a locker. Caller reported that insulin pump was shut off. After troubleshooting, insulin pump did not turn. Insulin pump would be replaced.